Event description:
Customer reports being unable to test her blood glucose on the active system due to meter error (errors and code messages are designed fail safes to disable the device from producing a result when certain conditions are met; customer was using expired test strips). Customer states she did not take insulin because she was unable to test her blood glucose; high blood glucose symptoms were reported, and she passed out. Paramedics obtained result of 500 mg/dl on their meter and she was treated with an IV (contents unk). Requested return of suspect device and replacement was sent.